Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device remains implanted.

Event description:
It was reported that an orif was performed on the patient's left knee due to a periprosthetic fracture of the patient's patella. Patient reported there was no fall or trauma, surgeon reported he believes there was unreported trauma as the patient has good bone quality. None of the primary implants (including the patellar component) were revised, the surgeon used compression screws and cables to address the bone fracture. Rep provided a primary webops report.